Event description:
Started peripheral IV to the right antecubital. Labwork was drawn and catheter was heplocked. B/p cuff was connected prior to the IV being started. Removed the b/p cuff to gain access to the right antecubital. After access to antecubital was obtained, placed the b/p cuff back on the right arm. B/p tubing was removed to properly deflate cuff for proper fit. When connecting b/p tubing back to the cuff, it was inadvertently connected to the heplock IV. The b/p cuff tubing and peripheral IV heplock were in close proximity to one another. Connectors on heplock and b/p tubing were compatible. The internal alarm investigation as to whether the alarm activated is still pending.